Event description:
It was reported that after the deep brain stimulation (dbs) patient underwent a stage 2 implantable pulse generator (ipg) implant procedure, pre-operative and post-operative images revealed that lead placement was outside of the desired targets on both sides. The left lead was lateral to the subthalamic nucleus (stn) and the right lead was medial to stn. This was determined using qualitative examination as well as quantitative examination of the lead location. During programming, no amount of monopolar review or use of anodal blocking could control the patients tremor without causing motor or sensory side effects. The patient underwent a revision procedure to explant and replace two leads and two burr hole covers. It was noted that there were no patient complications. The leads were just not ideal for beneficial therapy. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6). Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 30218440. Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 30311907.